Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
Note: this report pertains to a spyscope ds and spyglass ds controller used during the same procedure. It was reported to boston scientific corporation that a spyscope ds and spyglass ds controller were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed in the biliary on (B)(6), 2020. According to the complainant, prior to the procedure and post sedation, the physician noticed that the spyscope ds and the spyglass ds controller did not provide any image. There was no diagnostic image or overlay visible. The procedure was not completed due to this event. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be ok.